Manufacturer narrative:
The facility did not return the impella rp product for investigation. The data logs were not returned for analysis. The root cause of the tear to the femoral artery was unable to be determined. (B)(4).

Event description:
The complainant reported that the physician was treating a (B)(6) year old male post heart transplant patient who was having difficulty being weaned off the cardiopulmonary bypass machine. The patient was placed on va ECMO and pa pressure started increasing. The heart team evaluated the patient and made decision to place an impella rp and to remove the ECMO. The patient was taken to the cvor and the impella rp was placed via the right femoral artery using the 23fr sheath. The cardiothoracic surgeon de-cannulated the ECMO. The patient was reported to be bleeding following the removal of the peel away sheath, after one hour of manual compression the impella site continued to bleed; therefore the decision was made to cut down on the impella site and explorer the right femoral artery. The exploration revealed a dissection to the right femoral artery. The artery was successfully repaired. The patient remained stable and hemostasis was achieved with the surgical repair of the artery.